Event description:
Boston scientific received information that the patient implanted with this device system suffered from twiddler's syndrome. A ventricular tachycardia (vt) episode was stored, which were believed to be premature ventricular contractions (pvcs), as a result of the twiddling. A revision procedure was performed and the leads were revised. No further information was available.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.